Event description:
Information was received from a friend/family member regarding a patient who was receiving dilaudid (hydromorphone) via an implantable pump for unknown indications for use. It was reported that the patient (pt) had issues since they had an increase with the milligrams on ((B)(6) 2026) and the pt was in the hospital. On ((B)(6) 2026) the patient was transferred to a different hospital to have 'this one test'. Yesterday morning ((B)(6) 2026) the doctor told them that they will have a rep come to the hospital to have them turn down the milligram but they had to check with the doctor first. Pt rep also mentioned that the pump was not helping the patient's pain anyway, had a lot of issues, had a 'bladder retention', legs were weak and can't find obvious reason. Agent reviewed information. Agent reviewed contacting the field for visibility. Additional information was received from a company representative stating that they spoke with the patient's wife and they were not sure what was causing the issue. The patient was having several tests done and the patient had many health issues. No further information was reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.